Event description:
It was reported that the user experienced discrepant glucose readings between a dexcom g7 sensor and capillary fingerstick values while using the ilet, with the sensor displaying persistent low glucose around 54 mg/dl despite fingerstick results rising from 229 mg/dl and later reading 185 mg/dl; the user replaced the dexcom sensor, and follow-up was attempted. Symptoms included perceived hypoglycemia based on sensor readings without corroboration by fingerstick values. Outcomes included no alerts or alarms reported for the ilet and no medical interventions, emergency care, or hospitalization. Investigation included user troubleshooting and education, repeat fingerstick confirmation, and sensor replacement. Investigation of this case revealed no ilet malfunction or alarm behavior and suggested inaccurate or delayed dexcom g7 sensor readings as the source of discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.